Manufacturer narrative:
Investigation summary: the batch record for lot#8017258 was reviewed, no related abnormalities were found during the manufacturing process. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, the tip shield of the device was noted by bd engineers as not being separated from the catheter adapter at the time of review. During closer observation it was noted that the v-clip of the device had not activated during use of the product. The v-clip was successfully activated by engineers through the slight application of force. Since the manufacture of this lot# bd has optimized the design of the v-clip to eliminate the reoccurrence of event like this.

Event description:
It was reported that the safety shield on the bd pegasus¿ IV catheter failed to activate after the needle was removed from the patient. There was no report of exposure, injury, or medical intervention.